Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 174 mg/dl. The customer stated that the basal rates on the insulin pump were altered, resulting in extremely high blood glucose. The customer was assisted with correctly programming the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.